Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of heart failure, renal failure, respiratory failure and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause of the reported heart failure, renal failure, nervous system injury (failure to thrive and altered mental status) and respiratory failure could not be determined. The reported death (cardiac death) appears to be a cascading effect of multiorgan failure. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information as received: medication had been provided and the patient was placed on a bipap machine.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for worsening heart failure and patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to grade 3+. On (B)(6) 2021, the patient was re-hospitalized for worsening heart failure, with included renal failure, failure to thrive and altered mental status. The mr was severe. The patient¿s respiratory status worsened and the patient was placed on do not resuscitate status. The patient died on (B)(6) 2021. No additional information was provided.